Event description:
On 7/27/94 distributor learned from the center that the ventilator had stopped working on a pt. According to the cte, the pt was "bagged" and placed on another ventilator. They also stated that the pt experienced no adverse effects from the episode.